Manufacturer narrative:
The account maintenance replaced the valve guide and coil to repair the bed.

Event description:
The account alleged the hydraulic pump will run and the knee function will go up but the head section will not go up.